Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary procedure. The patient was moved to the next room and completed the procedure as planned. It was reported to philips that image had artifacts. Review of the logfile shows a loss of communication between the fd-controller and the temperature control unit. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and replaced the fd (flat detector) controller flashlite for the c/v allura system but the issue with poor image quality related to the recently installed high speed detector pack persisted. On further troubleshooting, the fse found the glycol circuit showed ±5°c fluctuations around 27°c. The fse replaced the temperature control unit but replaced the tcu and chiller did not resolve image or detector calibration failures. An abnormal fluctuation in the tcu (temperature control unit) cooling circuit temperature was observed. As the fse already replaced the chiller, but showed no improvement, the fse found the issue to be related to either inadequate flow or a potential fault in the thermal resistance element responsible for heating the circuit. To resolve the issue, the fse replaced the hydraulic quick connections at the tcu¿s inlet and outlet and restarted the system and the temperature quickly stabilized at approximately 27ºc. The defective part was sent for analysis, for the detector, failure was observed and the failed component was found to be panel defect. The failure analysis for fru unit, no failure was observed. The failure analysis for flashlite, failure was observed and the failure was found to be core board failure. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the image presented with artifacts, and the user was unable to continue the procedure on the system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.